Manufacturer narrative:
The unit was received with the swivel adaptor not tightening or separating properly. The base handle tests showed low at 48 ft-lbs and needed to be readjusted. The device history record review showed no abnormalities related to the reported failure. Root cause was unknown, however, most likely cause was wear and tear.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that one of the piece of the a3101 mayfield composite series base unit was wiggly even after the black knob was fully tighten. Additional information received on (B)(6) 2019 indicated that the event happened on (B)(6) 2019. There was no patient contact, injury, or surgery delay noted.